Manufacturer narrative:
Literature: westphal et al (2017) axillary nerve lesions after open reduction and internal fixation of proximal humeral fractures through an extended lateral deltoid-split approach: electrophysiological findings. Journal of shoulder and elbow surgery, volume 26, pages 464-471. This report is for an unknown plate (unknown quantity/unknown lot). (Other number) UDI: unknown part number, UDI is unavailable the investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: westphal et al (2017) axillary nerve lesions after open reduction and internal fixation of proximal humeral fractures through an extended lateral deltoid-split approach: electrophysiological findings. Journal of shoulder and elbow surgery, volume 26, pages 464-471. This was a retrospective review of a study performed between january 2005 to december 2008. A cohort of 76 patients received open reduction and internal fixation of a proximal humeral fracture using a locking plate, a philos plate (synthes inc., (B)(4)) through a deltoid-splitting approach. The aim was to determine the frequency of axillary nerve lesions after open reduction and internal fixation of proximal humeral fractures by using clinical and electrophysiological assessments which include electromyography, electroneurography, and motor and somatosensory evoked potentials and the results were compared with those of a healthy shoulder. Out of 76 patients, 9 patients were excluded from the study as they were no longer ineligible. Rest of the 67 patients were invited for follow up. Mean follow up time period was 12 months. Out of these 67 patients, 6 patients were lost in follow up, 12 patients refused to participate and 9 patients died. Only 40 patients, 31 female patients (mean age 64 years) and 9 male patients (mean age 51 years) from the initial cohort of 76 were now were available for follow up and they were monitored for an average of 28 months. The supplementary table in the article indicates the results of electrophysiological assessments in 40 patients. There was no reported product problem. The following complications were observed: eleven (11) patients underwent additional surgery because of complications or implant removal before the electrophysiological assessments were performed. The article does not specify the reason for complications or implant removal in these 11 patients. This report is for an unknown plate, (synthes inc., (B)(4)). This report is for one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.